Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with the naked eye which noted black particulate matter from pin build up in the patient line. The reported condition was verified. The cause of the condition was from pin build up of plastic material which was broken off during tubing extrusion in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/concomitant medical products date: the event occurred on an unspecified date of (B)(6) 2020, further described as "the last couple of weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿black, dry, flaky, drifting substance¿ was observed in the patient line of a homechoice cassette. It was further reported that there were no noticeable damages to the packaging. This was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.